Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. It was also noted that the ok button symbol was worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/30/2013 with the following findings: the keypad button symbols were found to be worn and the keypad cover was found to torn and peeling. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.